Manufacturer narrative:
Due to characterization limit e1 initial reporter is nicholas fernando and lucy mastej product was not returned so an exact cause of the issue could not be identified. However, based on our investigation, a gas loss can occur due to one or more of the following probable causes. Gas loss in iab circuit a gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit when a cumulative shuttle gas loss exceeds a nominal 5 cc per hour dynamic limit a gas loss alarm is triggered the alarm activates only when the iab inflation period is 80 msec or more and the deflation period is 250 msec or more. Esp team member collected nurse's contact information and inform her that will follow up after a chest x ray is completed to confirm iab position. Esp team member followed up with nurse as discussed, and she confirmed the x ray is completed and she stated the balloon catheter required repositioning.

Event description:
A complaint was received via a direct call to the emergency support program regarding a gas loss alarm on a cardiosave intra aortic balloon pump (iabp). No patient injury or harm was reported. At the bedside, the patient was reported to be non intubated and moving frequently, with visible pulsation at the sheath insertion site. Based on these observations, confirmation of balloon catheter position was recommended. A chest x ray was completed and confirmed that the balloon catheter was malpositioned and required repositioning.